Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the following: - before the procedure, the working channel was checked without any problems. - no brush could be inserted during the procedure. - after the procedure, the working channel was brushed again with a brush, but the brush got stuck in the working channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the foreign remained in the channel mount due to wear and tear damage with customer mishandling and with aging over time. The material appeared to be an accessory of some kind, but could not be identified. Based on the results of the investigation for phenomenon two, it is likely that the foreign remained in the channel tube due to wear and tear damage with customer mishandling and with aging over time. The material appeared to be a blue tube, but could not be identified. It is likely that these events also occurred due to poor insertion that occurred during the procedure. It was also noted that poor brush insertion was also observed during the reprocessing. Phenomenon two can be prevented by following the instructions for use: "chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the working channel was blocked with foreign material. Additionally, the channel mount unit had foreign objects due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover was detached. It was observed that the acoustic lens was damaged. These findings were assumed to be due to wear and tear damage with customer mishandling with increased use over time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofibervideoscope working channel is blocked. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material and objects were on the channel tube and channel mount unit which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.